Event description:
It was reported that a patient death occurred. It was reported via social media that the patient was successfully implanted with a watchman closure device and died 5 days post procedure after experiencing a cerebral vascular accident.

Manufacturer narrative:
The event date and date of death are both estimates, the aware date was used.